Event description:
After stenting of a aaa with a non-cordis stent, leakage was noted from the proximal side of the stent. Thus, the physician hand-crimped a palmaz stent onto a maxi ld balloon and inserted the balloon/stent assembly into the sheath in an attempt to fix the leakage. However, the stent dislodged from the balloon when the physician inserted the unit into the sheath. The stent was retrieved from the sheath without any incision, and the procedure was terminated, as the leakage was found to have stopped naturally. There was no reported adverse event, and the pt was noted to be in stable condition. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.